Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile form indicates that four years and eleven months post implantation, the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient had blood clots, clotting and occlusion of the inferior vena cava (ivc) occlusion. The patient also reports that the filter is completely blocked with thrombosis, is suffering from swelling and is suffering from chronic anxiety. According to the medical records, the patient had a history of extensive deep vein thrombosis (dvt) in the right lower extremity and pulmonary embolism (pe). The filter was successfully deployed during the index procedure.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter for an extensive history of deep vein thrombosis (dvt) in the right lower extremity and pulmonary embolism (pe). The following additional information received per the patient profile form indicates that four years and eleven months post implantation, the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient had blood clots, clotting and occlusion of the inferior vena cava (ivc) occlusion. The patient also reports that the filter is completely blocked with thrombosis, is suffering from swelling and is suffering from chronic anxiety. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with 15025596 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter and retrieval difficulty could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, and edema of the extremities do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.